Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. A tear was observed in the exposed portion of the soft cannula. Insulin was observed to leak out of the tear. It is unknown how or when this damage occurred or if it contributed to the reported event. No other damages or defects were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was worn on the patient's hip/buttocks for between 24 and 36 hours. As treatment, a new pod was applied.